Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information. This case may be re-opened if additional information is received. Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to system unresponsive. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 patient total number of people in or unknown estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is 12.5 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The customer elected not to have the system serviced stating they couldn't reproduce the issue and it was working fine. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case after taking additional 2d shots, the images on the mobile view station (mvs) would not update to the most recent shot that the radiologic technologist (rt) just took. The mvs only displayed the original shot. The site rebooted the imaging system and the issue resolved. They had no further issues. There was a surgical delay of less than 1 hour. It was unknown if there was any impact on patient outcome, but there was no reported impact on patient outcome. It was noted that there was 1 unused enhanced spin. The customer elected not to have the system serviced stating they couldn't reproduce the issue and it was working fine.